Event description:
Device report from synthes reports an event in sweden as follows: this report is being filed after the review of the following journal article: windhamre, h.b., et. Al., (2021), no difference in clinical outcome at 2-year follow-up in patients with type iii and vacromioclavicular joint dislocation treated with hook plate or physiotherapy: a randomized controlled trial, journal of shoulder and elbow surgery., vol.31 (xx) pages 1122¿1136, (sweden). The aim of this prospective randomized study was to evaluate the outcomes of acute rockwood type iii and type vac joint dislocations treated operatively with a hook plate or nonoperatively with physiotherapy. Between 2012 to 2017, a total of 124 patients with mean age of 40 years (range, 18-64 years), 91% male patients; (63 with type iii dislocation and 61 with type v dislocation) were included in the study. 121 patients (31 with nonoperatively treated rockwood iii injuries, 29 with nonoperatively treated rockwood v injuries, 30 with operatively treated rockwood iii injuries, and 31 with operatively treated rockwood v injuries) were entered into the statistical analysis. The mean age at injury was 40 years (range, 18-64 years), and 111 patients (92%) were men. Patients randomized to operative treatment were operated on after a mean of 16 days (range, 6-26 days). The mean operating time was 35 minutes (range, 18-98 minutes), and each patient was treated by 1 of 6 senior orthopedic shoulder surgeons with extensive experience performing hook plate surgery. Patients stayed in the hospital for 0 .9 days on average (range, 0-2 days). The mean follow-up period was unknown. The following complications were reported as follows: there were 11 patients included in the analysis, randomized to nonoperative treatment, who requested surgery because of pain and unacceptable shoulder function. In 1 type iii patient with type 1 diabetes mellitus, who was initially allocated to nonoperative treatment and later underwent surgery, a deep infection developed after surgery. This patient underwent debridement and lavage and received oral antibiotics for 6 weeks. In 1 type v patient treated operatively, a frozen shoulder developed after the surgical procedure, which was addressed at the time of planned hook plate removal. In 2 type v patients allocated to surgery, complete redislocation occurred after removal of the hook plate, after almost 3 months in 1 patient and after 9 months in the other patient. All patients in the operative group underwent hook plate removal after 14.6 weeks on average (range, 12-23 weeks). A copy of the literature article is being submitted with this medwatch. This report involves one unk - plates: lcp clavicle hook plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unknown plates: lcp clavicle hook plate. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.